Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low pacing impedance and infrequent noise. The noise could not be reproduced in the clinic. The patient was asymptomatic to the event. The device was reprogrammed resolving the issue.